Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. Insulin pump received with missing end cap sticker noted. Insulin pump passed self test. No anomaly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that they experienced high blood glucose level of 400 mg/dl. The customer did not provide details regarding symptoms of their high blood glucose episodes. The customer was treated with shot. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that the insulin pump had frozen display and buttons stopped responding. Drive support cap appears to be normal. Troubleshooting was declined by the customer for high blood glucose level. The insulin pump will be returned for analysis.